Manufacturer narrative:
Follow-up information received on 18-dec-2015: attempts of follow-up were made with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy 5 months after essure insertion. This event is listed in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056638) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 after she had her daughter. She experienced heavy bleeding and severe stomach cramping for about 6 months. On (B)(6) 2014 she had to get a hysterectomy due to the procedure. Hospitalization, required intervention, and other serious (important medical event) were mentioned as event outcome, but not specified and/or assigned to one of the events. Product technical complaint investigation received on 15-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy 5 months after essure insertion. This event is listed in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. Further information has been requested.